Event description:
It was reported that foreign matter was found within the syringes from the bd plastipak¿ 50 ml luer-lok¿ convenience pack. The following information was provided by the initial reporter, translated from german: "there is a relatively large amount of silicone in the syringes (at the top of the black plunger, which is used as a lubricant)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found within the syringes from the bd plastipak¿ 50 ml luer-lok¿ convenience pack. The following information was provided by the initial reporter, translated from german: "there is a relatively large amount of silicone in the syringes (at the top of the black plunger, which is used as a lubricant)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 02-aug-2022. H.6. Investigation summary: multiple samples and two photos were provided to our quality team for investigation. Through visual inspection of the photo, silicone can be observed, however, it cannot be confirmed it is in excess. All physical samples were evaluated, no excess of silicone or other foreign particles can be observed in any of the samples. A device history review was performed for reported lot 2201093, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned samples, all product met required specification. Silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the returned samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time. H3 other text : see h.10.